Manufacturer narrative:
During a follow-up call on (B)(6) 2017, the customer loaded a new cartridge successfully and received an accurate fill estimate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 400 units. The customer's blood glucose level was 100 mg/dl. At the time of the call, the customer declined to reload the current cartridge to recalculate the fill estimate.